Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure suture needle pull off occurred. They change to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle piece removed from the patient during the same procedure? No. Were there any adverse patient consequences? No. What tissue/location was suturing when pull off occurred? Skin. Procedure name and date? (B)(6) 2022. Device return status/follow up? No device was returned after 3 attempts. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.